Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. A definitive root cause was not identified. Based on the results of the investigation, fluid invaded the scope connector during user handling causing electrical components to be damaged and the error message "non-compatible endoscope" was displayed. The event can be prevented by following the instructions for use which state: warnings and cautions: caution. Turn the video system on only when the endoscope is connected to the video system center. In particular confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: warning. Disappeared or frozen endoscopic image, follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the froze image may not be restored during the examination. 3.8 inspection of the endoscopic system inspections of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope received an unsupported scope error code when plugged in. Connection could not be done correctly. The issue was found during preparation for use. Inspection and testing of the returned device found there was no image with noise and b30 error code, after aeration, the image was restored. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the insertion tube was wrinkled. The objective lens glue was peeling. The plastic distal end cover was cracked. There was no exera ID data; after aeration, the scope ID was restored. The distal end glue was cracked. There was no image with noise and b30 error code, after aeration, the image was restored. Switches one to four were not working, after aeration, only switch two was not working. There was fluid invasion from the distal end, it was dry after aeration. Insertion tube insulation failed. The control body and scope connector with the customer's label on it was wet, after aeration, it was dry. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.